Event description:
Information received from the field does not address the patient's clinical status but notes that a transtelephonic monitor revealed a low magnet rate. The device could not be interrogated and an ECG showed a pacing rate of about 70 ppm and a magnet rate of about 89 ppm. The magnet rate at a previous follow-up was 97 ppm. The patient was pace- maker dependent.